Event description:
Patient revised 8 weeks ago for infection. Reimplanted components in 2009. Polyethylene wear noted on tibial insert.

Manufacturer narrative:
No products were returned. Product information required to review the device history record and search the complaint database were not provided. The investigation could not draw any conclusions about reported infection or polyethylene wear; however, infection after approximately 6-years implantation is unlikely to be product related. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.